Event description:
It was reported that the insulin pump alarmed motor error almost daily and also had a crack in it. The customer declined to provide the blood glucose reading. Several attempts to contact the customer regarding further details on the issue were unsuccessful. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.